Event description:
The complainant reported that an implanted impella cp pump catheter became entangled in a patient's mitral apparatus during support. The pump was repositioned, but optimal positioning could not be obtained without risk of losing ventricular placement entirely. Support continued under careful monitoring, but the following day the pump migrated into the aorta when the patient moved while attempting a bowel movement. The physician was unable to re-cross the valve and the decision was made to explant the device. There was no patient harm.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient movement related as the suction alarm was noted after the patient was turned for cleaning and echo showed the catheter was buried in the mitral apparatus.